Event description:
The pt received her scs system on (B)(6) 2009. The pt reported her charger would not locate her ipg. The sjm rep met with the pt, and the issue persisted. It was reported the pt had not charged the ipg in eight months. The pt did not bring her programmer, so it was undetermined whether it could locate the ipg. It was reported the ipg could be depleted from lack of charging.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.